Event description:
The product analysis laboratory (pal) determined the hc machine system failed rite (returned instrument test/evaluation) testing due to a rite - ground bond failed performance spec. Rite test failure, no patient involved.

Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test. The ground bond performance test measured 0.105 ohm (range 0.001 to 0.100 ohm) during rite (return instrument test/evaluation) electrical test. Measured resistance from power entry module (pem) ground to door post was 0.001 ohm. The device was checked for loose ground with no problems found. An internal inspection passed with no problems found. The device history was reviewed and previous return was unrelated. The assignable cause for device failed ground bond resistance test was undetermined. Not enough evidence was available to make a determination. Device will be sent to servicing. Baxter will continue to monitor similar reports to determine if further actions are required.